Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2024 and was subsequently hospitalized. Customer was admitted to the intensive care unit with an elevated blood glucose level of over 700 mg/dl. Reportedly, the customer's continuous glucose monitor was having out of range issues. Customer had addressed bg by administrating a correction bolus via pump. Reportedly, customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from hospital on (B)(6) 2024. The customer continued to use pump for insulin therapy.